Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead:(B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient had their pocket revision surgery as scheduled. The physician did not adjust the lead; they only rearranged the battery in an adjusted pocket. The patient stated experiencing pain where their device is located. The patient did have pain prior to the implant but stated the pain at the battery site increased drastically. The patient also reported the pain radiated across their back. The patient reported the pain has not improved and it is a constant pain to them, but not sharp or stabbing. The patient called their physician about this, but the physician did not know what to do about it. The patient stated the pain started about eight months ago. The patient possibly discussed this with their local representative before. The patient tried to turn off their therapy, but they did not have their remote control with them. Aside from the pain, the patient's symptoms are going well, no pads, no pad wetting, no red light on the remote, and no reports of battery movement. The patient also had no issues with charging or being able to connect to the battery with the charger. The patient experienced two to three falls since the implant and had two hip replacements. The patient was assessed in the clinic by the nurse practitioner (np) and the physician. The patient reported the pain has not changed since turning the stimulator off. The x-ray was done but the np did not see any concern for ins movement on the x-ray. Additionally, the pain worsens when sitting or putting pressure on the ins site. The physician and np assessed the ins site, and it seems that the battery on the lateral edge is slightly pushing outward on the patient's skin. The physician is unsure if the worsened pain is related to the ins placement or not. The patient turned the stimulation back on and they were feeling light sensation. The charging efficiency was checked, and it peaked around five to six. Regarding the pocket revision, the case went smoothly and as planned.

Event description:
It was reported the patient had their pocket revision surgery as scheduled. The physician did not adjust the lead; they only rearranged the battery in an adjusted pocket. The patient stated experiencing pain where their device is located. The patient did have pain prior to the implant but stated the pain at the battery site increased drastically. The patient also reported the pain radiated across their back. The patient reported the pain has not improved and it is a constant pain to them, but not sharp or stabbing. The patient called their physician about this, but the physician did not know what to do about it. The patient stated the pain started about eight months ago. The patient possibly discussed this with their local representative before. The patient tried to turn off their therapy, but they did not have their remote control with them. Aside from the pain, the patient's symptoms are going well, no pads, no pad wetting, no red light on the remote, and no reports of battery movement. The patient also had no issues with charging or being able to connect to the battery with the charger. The patient experienced two to three falls since the implant and had two hip replacements. The patient was assessed in the clinic by the nurse practitioner (np) and the physician. The patient reported the pain has not changed since turning the stimulator off. The x-ray was done but the np did not see any concern for ins movement on the x-ray. Additionally, the pain worsens when sitting or putting pressure on the ins site. The physician and np assessed the ins site, and it seems that the battery on the lateral edge is slightly pushing outward on the patient's skin. The physician is unsure if the worsened pain is related to the ins placement or not. The patient turned the stimulation back on and they were feeling light sensation. The charging efficiency was checked, and it peaked around five to six. Regarding the pocket revision, the case went smoothly and as planned.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to migration, erosion, and pain which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated experiencing pain where their device is located. The patient did have pain prior to the implant but stated the pain at the battery site increased drastically. The patient also reported the pain radiated across their back. The patient reported the pain has not improved and it is a constant pain to them, but not sharp or stabbing. The patient called their physician about this, but the physician did not know what to do about it. The patient stated the pain started about eight months ago. The patient possibly discussed this with their local representative before. The patient tried to turn off their therapy, but they did not have their remote control with them. Aside from the pain, the patient's symptoms are going well, no pads, no pad wetting, no red light on the remote, and no reports of battery movement. The patient also had no issues with charging or being able to connect to the battery with the charger. The patient experienced two to three falls since the implant and had two hip replacements. The patient was assessed in the clinic by the nurse practitioner (np) and the physician. The patient reported the pain has not changed since turning the stimulator off. The x-ray was done but the np did not see any concern for ins movement on the x-ray. Additionally, the pain worsens when sitting or putting pressure on the ins site. The physician and np assessed the ins site, and it seems that he battery on the lateral edge is slightly pushing outward on the patient's skin. The physician is unsure if the worsened pain is related to the ins placement or not. The physician plans to do an ins revision on (B)(6) 2025 to help the patient's pain. The patient turned the stimulation back on and they were feeling light sensation. The charging efficiency was checked and it peaked around five to six. The patient will call if they need any assistance prior to the scheduled revision surgery.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient had their pocket revision surgery as scheduled. The physician did not adjust the lead; they only rearranged the battery in an adjusted pocket. The patient stated experiencing pain where their device is located. The patient did have pain prior to the implant but stated the pain at the battery site increased drastically. The patient also reported the pain radiated across their back. The patient reported the pain has not improved and it is a constant pain to them, but not sharp or stabbing. The patient called their physician about this, but the physician did not know what to do about it. The patient stated the pain started about eight months ago. The patient possibly discussed this with their local representative before. The patient tried to turn off their therapy, but they did not have their remote control with them. Aside from the pain, the patient's symptoms are going well, no pads, no pad wetting, no red light on the remote, and no reports of battery movement. The patient also had no issues with charging or being able to connect to the battery with the charger. The patient experienced two to three falls since the implant and had two hip replacements. The patient was assessed in the clinic by the nurse practitioner (np) and the physician. The patient reported the pain has not changed since turning the stimulator off. The x-ray was done but the np did not see any concern for ins movement on the x-ray. Additionally, the pain worsens when sitting or putting pressure on the ins site. The physician and np assessed the ins site, and it seems that the battery on the lateral edge is slightly pushing outward on the patient's skin. The physician is unsure if the worsened pain is related to the ins placement or not. The patient turned the stimulation back on and they were feeling light sensation. The charging efficiency was checked, and it peaked around five to six. Regarding the pocket revision, the case went smoothly and as planned.

Event description:
It was reported the patient had their pocket revision surgery as scheduled. The physician did not adjust the lead; they only rearranged the battery in an adjusted pocket. The patient stated experiencing pain where their device is located. The patient did have pain prior to the implant but stated the pain at the battery site increased drastically. The patient also reported the pain radiated across their back. The patient reported the pain has not improved and it is a constant pain to them, but not sharp or stabbing. The patient called their physician about this, but the physician did not know what to do about it. The patient stated the pain started about eight months ago. The patient possibly discussed this with their local representative before. The patient tried to turn off their therapy, but they did not have their remote control with them. Aside from the pain, the patient's symptoms are going well, no pads, no pad wetting, no red light on the remote, and no reports of battery movement. The patient also had no issues with charging or being able to connect to the battery with the charger. The patient experienced two to three falls since the implant and had two hip replacements. The patient was assessed in the clinic by the nurse practitioner (np) and the physician. The patient reported the pain has not changed since turning the stimulator off. The x-ray was done but the np did not see any concern for ins movement on the x-ray. Additionally, the pain worsens when sitting or putting pressure on the ins site. The physician and np assessed the ins site, and it seems that the battery on the lateral edge is slightly pushing outward on the patient's skin. The physician is unsure if the worsened pain is related to the ins placement or not. The patient turned the stimulation back on and they were feeling light sensation. The charging efficiency was checked, and it peaked around five to six. Regarding the pocket revision, the case went smoothly and as planned.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4).